Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Abbott was notified of the patient¿s death due to a request to return their electronic unit. Cause of death is not confirmed, patient passed away during the night and the patient's family has declined autopsy.